Event description:
A family member of the customer reported that the customer's insulin pump had cracked in multiple places, including the screen, the esc button and the reservoir chamber, in (B)(6) 2013. The family member stated that the customer's blood glucose levels at the time of the incident were up to the 400s mg/dl. They also stated that the customer hadn't been on the insulin pump since (B)(6) 2013. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.